Manufacturer narrative:
2/9/1998-supplemental report #1 sent to FDA. Device not available for eval.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly. The surgeon stated that the point of transection at the rectum was lower. The hospital has reported the pt's condition is satisfactory.